Event description:
It was reported that after a diagnostic procedure, arteriotomy closure was attempted of the common femoral artery using a starclose se device. Reportedly, although during thumb advancer/exchange sheath splitting difficulty was encountered; distal deployment was completed and the clip deployed, but bleeding continued. Manual arterial compression was applied to achieve hemostasis. The clip reportedly deployed on the distal end of the device. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event - the customer reported the date of the event occurred in (B)(6) 2012. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reportedly, during sheath splitting resistance was felt. After deploying the clip bleeding continued. The clip remained on the end of the device. As per the starclose instructions for use the user is instructed as follows: do not advance or withdraw the starclose se vascular closure device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the starclose se device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate interventional and/or surgical removal of the device and vessel repair. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.